Event description:
Patient has an allergic reaction to aligners. In dr's professional opinion it was consider the allergic reaction could cause death or serious injury because the patient experienced swelling of soft tissue, tongue and lip. The symptoms started when the patient start wearing the second set of aligners. The symptoms subsided when patient stopped wearing aligners. Patient was refer to a dentist to review her condition and she was diagnosis that she experienced allergic reaction to aligners. Doctor required a follow up appointment to used a new aligner material. Patient had allergic reaction to both aligner material and, is unable to wear spark aligners. Patient is fully recovered.

Manufacturer narrative:
Patient has an allergic reaction to aligners. In dr's professional opinion it was consider the allergic reaction could cause death or serious injury because the patient experienced swelling of soft tissue, tongue and lip. The symptoms started when the patient start wearing the second set of aligners. The symptoms subsided when patient stopped wearing aligners. Patient has an preexisting condition, she is allergy to latex. Patient was refer to a dentist to review her condition and she was diagnosis that she experienced allergic reaction to aligners. Doctor required a follow up appointment to used a new aligner material. Patient had allergic reaction to both aligner material and, is unable to wear spark aligners. Patient is fully recovered.